Event description:
The patient wore the pod on the arm for between 25 and 36 hours. Due to concerns about recurring lumps and insulin leakage, the patient was taken to the hospital for a consultation which lasted 20 minutes. Upon removal of the pod, lumps were observed at the site. A healthcare provider prescribed a topical steroid (hydrocortisone) and recommended an ultrasound to determine whether the lumps were caused by infection or insulin accumulation under the skin. At the time of the reporting, the ultrasound had not yet been performed as the pediatrician has not decided to do this yet and still investigating on the site reactions, and no formal diagnosis had been made. No impact to the patient's glucose level was reported. The patient was able to resume treatment with a new pod following the incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the infusion site swelling. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.